Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance measurements suggestive of lead calcification, and high out-of-range shock impedance measurements greater than 125 ohms were observed. Additional information received during scheduled device changeout procedure reported that technical services (ts) was contacted to discuss options for the rv lead with high out-of-range shock impedance measurements. The shock impedance alert value was increased from 125 ohms to 150 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.